Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the force sensor calibration was out of specification. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime or occlusion alarms. Force sensor calibration was out of specification high. Opened pump and removed from case. Removed force sensor from motor assembly. Force sensor resistance was in specification. The black box recorded multiple occlusions followed by loss of prime with high force. There was also loss of prime with low non-zero force. Performed pump rewind, load, and prime with no loss of prime or occlusion alarms.